Event description:
Customer's daughter reports back to back testing on the same meter while using the active system with results of lo (less than 10mg/dl), lo (less than 10mg/dl), 166 mg/dl, 156mg/dl and lo (less than 10mg/dl). No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.